Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event: date of event is july, 2020. Event day was not reported. Investigation summary: the analysis results found that the device was returned with no damage in the external components. A review of the device externally shows differences when compared to genuine ethicon product. The comparison to genuine ethicon product concludes that this is a confirmed counterfeit product. Based on the findings, no further analysis was conducted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a mass removal veterinary procedure or animal surgery, the device ¿stopped firing.¿ when user pulled the trigger, the device would not fire. It did not work. Another device was used to complete the procedure. There were no adverse consequences for the animal.